Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to the implant procedure, the right ventricular (rv) lead exhibited placement/positioning difficulty when the physician attempted to extend the lead screw mechanism. It was noted that after several attempts, the lead screw was blocked and would not extend. The rv lead was replaced. No patient complications have been reported as a result of this event.